Manufacturer narrative:
Device not returned.

Event description:
The manufacturer received information alleging a ventilator was displaying a constant red alarm. There was no harm or injury reported.  The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was displaying a constant red alarm. There was no harm or injury reported. Previously submitted report should be as : the manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor needs to be replaced to address the issue. There was evidence of contamination.